Manufacturer narrative:
(B)(4). (Exemption number e2015033). A damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation at the explanted device is necessary. Further, channels 9-12 and possibly 8 are reportedly extra-cochlear, which might have contributed to the lack of benefit. Re-implantation is being considered, but no surgery date has been communicated.

Event description:
Hearing performance with the device has been affected. A full insertion at implantation of the electrode (6 months prior) was not achieved, reportedly due to patient anatomy. Channels 9-12 and possibly 8 are extra-cochlear. Due to extra-cochlear channels being disabled and number of channels with high impedance, the patient currently only has 4 functioning channels. No date for re-implantation has been set.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device has been affected. Due to extra-cochlear channels being disabled and number of channels with high impedance, the patient currently only has 4 functioning channels.

Manufacturer narrative:
(B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. In addition, channels 9-12 and possibly 8 were reportedly extra-cochlear, which might have contributed to the lack of benefit. This is a final report.

Event description:
Hearing performance with the device has been affected. A full insertion at implantation of the electrode (9 months prior) was not achieved, reportedly due to patient anatomy difficulties. Channels 9-12 and possibly 8 are extra-cochlear. Due to extra-cochlear channels being disabled and a number of channels with high impedance, the patient currently only has 4 functioning channels. The patient was re-implanted with a shorter electrode type.